Manufacturer narrative:
The complaint description states that during a total hip replacement surgeon could not attach neck trial to end of broach for trialing as it would not click into place. On inspection after the case, the attachment lug on the broach was slightly scratched, which caused difficulty when attaching the neck trials. The reporter was not able to provide the product code for the neck trial, but she did say it was a high offset neck trial and they ¿ruled out the neck trial as being the cause of the problem because after the case we tried that neck on a number of other broaches and it went on much more easily. We also tried other neck trials on the affected broach and they were also difficult to attach so we concluded it was the broach not the neck.¿ the device associated to the complaint were not returned for analysis. Nevertheless, the photos were reviewed. The spigot of the broach is scored and burred which is preventing the broach from entering the broach handle. The assessment is that this complaint is due to wear and tear. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident is related to wear and tear. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon could not attach neck trial to end of broach for trialing as it would not click into place. On inspection after the case, the attachment lug on the broach was slightly scratched, which caused difficulty when attaching the neck trials. During the surgery, the surgeon trialled using a different neck trial. Delay in surgery: (B)(4) mins.